Manufacturer narrative:
Model number/catalog number 72400024, serial number null, batch/lot number 1000324890, model/catalog description balloon fgs 61-70 cm. Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). The patient underwent a cystoscopy and it was observed that the cuff was not coaptating. A surgical procedure was performed in which the cuff and balloon were removed and replaced. During the procedure, fluid loss was noted. The physician injected fluid into the components and observed a hole in the cuff. The new component was downsized by one centimeter. No information was provided about the patient's outcome.

Manufacturer narrative:
H6, h10 field change. Model number/catalog number 72400024 serial number null batch/lot number 1000324890 model/catalog description balloon fgs 61-70 cm product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). The patient underwent a cystoscopy and it was observed that the cuff was not coaptating. A surgical procedure was performed in which the cuff and balloon were removed and replaced. During the procedure, fluid loss was noted. The physician injected fluid into the components and observed a hole in the cuff. The new component was downsized by one centimeter. No information was provided about the patient's outcome.